Event description:
The reporter stated that the t handle quick coupling device broke when they wanted to remove the screw during a surgical procedure. The surgical procedure was prolonged by about two hours. Integra has requested add'l info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.